Event description:
The device involved is a transpac IV monitoring kit. The customer stated that upon attempting to pull blood back in the safe set arterial line tubing from the arterial line placed in the right radial artery, the tubing became disconnected from the stop cock resulting in a small amount of bleeding back from the patient due to the open ended arterial line. Upon attempting to reconnect the tubing and return the waste blood from the safe set to the patient; the line again became disconnected at the same point and again blood sprayed from the line. The line was immediately clamped off and the actual blood loss was minimal (approximately 3 ml at most). The entire set was then changed out. The line was easily flushed and had immediate brisk blood return. There was no change in circulation distally to the line and transducing continued without incident. The patient did not experience pain or discomfort. This was a new set up that had been hooked up to the patient at 2200. No leaks or defects were observed when priming the line. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device has been received. Pending investigation.

Manufacturer narrative:
Received one used. List #426450406, transpac® IV monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 60" tubing, disposable transducer, 3 ml intraflo® flush, macrodrip (pole mount); lot #5607507. The reported complaint of disconnection was confirmed on the returned set. An image was provided by the customer showing the set. During visual inspection, a crack was observed on the female luer. Crazing was observed around the crack. A safeset port was found separated from the 3" pressure tubing. The 3" pressure tubing was not returned for evaluation. Without the return of the separated pressure tubing, a probable cause could not be determined. When primed and pressure leak tested, a leak was observed from the crack of the female luer. The probable cause of the crack on the female luer had occurred due to environmental stress cracking during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.